Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized because they did not know how to draw in insulin into the reservoir. The customer was never trained on how to use the device and does not have a meter. The customer stated that they blood glucose levels of unknown. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide any further information about their hospitalization.